Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during the procedure, multiple stylets were used while attempting to place the lead. The inner lumen of the lead would not accept any more stylets at the tip. The physician requested a new lead. The new lead was implanted. No patient complications have been reported as a result of this event.